Manufacturer narrative:
Initial and final MDR 1877122 - device 6 of 8e1: patient city: san diego

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with eight infusion sets were leaking at tubing side location. The set was in use about 2 days. The blood glucose level was 350 mg/dl and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.